Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The high energy shock impedance was 107 ohms, which is high but within normal limits. The device was programmed to the primary sensing vector at the time of the shock. The system was explanted and not replaced at the patient's request. There were no additional adverse patient effects.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The high energy shock impedance was 107 ohms, which is high but within normal limits. The device was programmed to the primary sensing vector at the time of the shock. The system was explanted and not replaced at the patient's request. There were no additional adverse patient effects.